Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the cuff would not work correctly. The physician believed there was an issue with the pressure regulating balloon (prb), however, they did not investigate and just decided to remove all components. The patient was expected to fully recover.